Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she woke up to go to the bathroom and her pump alarmed off no power then shut off. The customer stated that the battery used was duracell. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer stated that the pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer was advised to monitor the pump.